Event description:
I had essure in 2012, and have since gained 30 pounds despite a healthy lifestyle, experienced extreme abdominal pain, extreme bleeding worse than after childbirth, horrible migraines. I'm currently waiting for an hsg to check coil placement 1, and trying to have them removed. This device has taken my life away.